Manufacturer narrative:
Siemens has completed the investigation: after reviewing the instrument data. And information provided by the customer, a significant bias in the thb patient result is noted. The performance of the rp500 system and thb sensor in question was found to be well within specifications. The cooximetry unit was found to be working as intended with no system errors recorded in and around the time of the reported sample. The sample in question didn't have any interference detected. And all the sample quality parameters passed system checks. The rp500 measures thb spectrophotometrically. And calibrated against a reference method for the measurement of cyanmethemoglobin using cary spectrophotomer. The rp500 has no performance claims for the measurement of serum and plasma samples. The sls-hemoglobin method involves reagent induced hemolysis. Followed by oxidative conversion of hemoglobin and its fractions to methemoglobin. The drug interferences for this methodology is unknown. The aqc performance of the sensor in question was found to be well within specifications with no obvious change in recoveries over use life. The event log of the m-cart in question did not record any system or sensor related errors, during or around the time of the sample in question. The discrepancy appears to be limited to a single patient sample. The patient medications are not listed as known co-ox interfering substances. The sample in question ran without any anomalous sample quality parameters. Thb results are known to be susceptible to sample handling and mixing. The observed, bias in the thb results could be, due to differences in methodology. The root cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. The patient was given a blood transfusion based upon the non-siemens lab results only. The data files have been received for investigation. The customer stated they replaced the measurement cartridge and they are operational. The cause of this event is unknown.

Event description:
The customer reported discrepant high total hemoglobin results for one patient on the rp 500 when compared to a non-siemens lab analyzer. There was no report of injury due to this event.